Event description:
Analysis was performed on the returned tablet. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that a physician's tablet was not progressing past a black screen, which presented an error message which prevented further action during an attempted systems diagnostics check. No additional relevant information has been received to-date. The tablet has been received and is pending analysis, which has not been completed to-date.